Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have low blood glucose of 40 mg/dl and 49 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that drive support cap appeared normal. Customer had an MRI while connected to insulin pump and was advised that insulin pump did not need to be disconnected. It was found that customer's priming technique was good but time and date were incorrect. Alarm history showed no delivery alarm. Customer reported that site was change and customer reported of waiting for reservoir to be empty before changing set. Insulin pump passed displacement test. After troubleshooting, customer was advised to monitor insulin pump, contact healthcare professional regarding low blood glucose and to call back should issue persist.